Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a loose connection was reported, which is known to cause this alarm. The cause of the lose connection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, a loose connection was noted between a supply bag and supply line. The power was cycled to clear the alarm and the patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.